Manufacturer narrative:
Although no sample device will be returned for evaluation, the investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
This pt was a (B)(6) female with a significant what was thought to be acute or chronic pulmonary embolus. The pt also had a trapeze filter which was occluded, as well as her ivc all the way down past her femoral veins. The pt also had an occluded right subclavian vein. The physician explained all the risks of the procedure to the pt as well as the family, and the pt wanted to have this procedure done. During the beginning of the pe case the pt was stable. The access points were right ij and left ij. There were two sticks in each internal jugular. While the physician was introducing a wire into the pulmonary artery from the left internal jugular, the pt's blood pressure dropped significantly and anesthesia had to give medications to bring the blood pressure back up. The pt then stabilized. The catheter and wire remained in the pulmonary artery. The physician then introduced a wire and from the right internal jugular area into the pulmonary artery. At this time, the pt's blood pressure again significantly decreased. At this time anesthesia again had to give the pt medication to increase the blood pressure and stabilize the pt. Once the pt was thought to be stabilized the physician then introduced the angio vac into the dry seal sheath. At this point the pt's blood pressure again significantly dropped. The physician continued to introduce the angio vac through the dry seal sheath. At the point where the angio vac was entering the right atrium, the pt continued to drop their blood pressure. Anesthesia was concerned about the pt stability, so the physician removed the angio vac system and monitored the pt. The pt continued to deteriorate with vital signs plummeting. A full code ensure. The pt expired shortly after. The angio vac was never introduced past the right atrium, as the pt's blood pressure was already dropping significantly as the angio vac was being introduced through the dry seal sheath. The circuit and pump were never turned on. The used device was discarded at the hospital.

Manufacturer narrative:
The reported packaging lot 4890545 for angiovac cannula item # (B)(4) had a purchased angiovac cannula component packaged in it. A review of the device history records was performed by the supplier, (B)(6), for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury/death. " no adverse trends were identified. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. Therefore, it cannot be determined if the cannula was used in accordance with its labeling. Directions for use is provided with this device and contains the following statements: "warnings: selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. " and "adverse events: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death and pulmonary embolism". The root cause of the patient's death was not caused by the angiovac. Based on the reported information from the customer, the patient expired prior to using the angiovac; there was no product malfunction reported. (B)(4). Device not returned to manufacturer.